Event description:
Report received from the (B)(6) states: "infusion cannula partially slipped out of inferotemporal port during fluid air exchange. Air entered anterior chamber and then suprachoroidal space which resulted in a large suprachoroidal hemorrhage. There was no intraocular pressure elevation. It is unk if medical or surgical intervention was necessary. Current status of the pt: hand movements, vitrfooscauity and ac hemorrhage + sch. Medical treatment used after surgery; chloramphenicol & pred forte qid." Though requested, no additional information has been received regarding pt outcome.

Manufacturer narrative:
The product was discarded by the user facility. Sterilization and lot history records were reviewed and no exception were found. Should additional information become available a supplemental report will be submitted.